Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 07apr2020.

Event description:
The customer reported that the ventilator will not turn on and the display is dim. The unit was in the biomedical shop when the issue was discovered. The biomedical engineer contacted product support and reported that after replacing the power management board, the display is dim. The customer has checked all power supply voltages and reports all within specification. The product support emailed the customer the v60 user interface assembly part ID. The customer is reporting he will not be replacing the ui assembly at this time. The biomedical engineer states that the display is visible it's just not as bright as the other v60 display that he has in the shop. The unit was not in use on a patient. The biomedical engineer replaced the power management (pm) board to address the reported problem.